Manufacturer narrative:
(B)(4) - excessive force. Evaluation summary: the device was returned for analysis. The kinks and separation were able to be confirmed. The resistance with the guiding catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a radial artery access approach during a procedure of the unspecified vessel, the 3.0 x 38 mm xience xpedition stent delivery system (sds) was advanced but met strong resistance in the guide catheter and the sds became kinked. There was no adverse patient effect. The sds was removed without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the hypotube shaft was separated. Subsequent information received noted the site was aware of the separation and that it had occurred when the sds was forcefully pushed during advancing. No additional information was provided.